Manufacturer narrative:
The product has not been received for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture (loc) as the lead was found to be dislodged. The lead was explanted. No additional adverse patient effects were reported.